Event description:
The customer reported that the system failed to produce fluoroscopic x-ray. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The table cover was replaced during the service call. The system was tested and found to be working as intended and put back into service.